Event description:
It was reported that the patient connector of the transfer set could not be connected to the titanium adapter when the transfer set was changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. A review of all batch record documents for lot number h12k27064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. The cause was determined to be a manufacturing issue. Improvements were made to the manufacturing process and procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.